Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cvimc2 drawer 4.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed and was not detected on the bus. A field service engineer (fse) identified that the cubies in the main half height drawer 4.1 were off bus. The fse powered down the unit and reseated the row board connectors for drawers 4.1 and 4.2. The drawer was then tested using the hardware test application, which passed successfully, and the pharmacist completed an inventory of the medications in the drawer. The system functioned as intended after the field service engineer repaired the device.